Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. During troubleshooting with tandem technical support review of the pump history showed the battery depleted from 95% to 50% within 24 hours. The customer's blood glucose level was 220 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.